Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended.

Event description:
Customer reported insulation is separating on high voltage cable. No pt injury was reported.